Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and because the device was not returned for analysis, a definitive cause for the reported loose or intermittent connection could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that during the procedure was to treat intracranial blood vessels. The connector of the guide wire accessory kit did not fit properly when connected to a three-way stopcock. The connector of a second guide wire accessory kit also did not fit properly when connected to a three-way stopcock. A third guide wire accessory kit was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.